Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius they experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse (pdrn), it was reported this patient presented to the outpatient clinic on (B)(6)2021 with abdominal pain. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6)2021 presented with no growth and a significantly elevated white blood cell (wbc) count (exact value unknown). The pdrn stated the patient was diagnosed with peritonitis due to unknown etiology. The patient believed the cause of the peritonitis was from straining their abdomen while changing a car tire, but this could not be confirmed by a medical professional. The patient was not hospitalized for this event and was prescribed intraperitoneal (ip) ceftazidime at 2000 mg every day for 20 days and ip vancomycin at 1000 mg every five days for 20 days. The patient is recovering from this event and remains asymptomatic. It was confirmed, though there was no reported cause, the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s), device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.

Manufacturer narrative:
Clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain as the timing of this event could not be confirmed. It is well established pd patients are at high risk for infections of the peritoneum. The source of the patients peritonitis cannot be determined at this time. Per the patients statement, the cause of their infection was unrelated to the use of any fresenius product(s) or device(s); however, the patients statement could not be confirmed by a medical professional and the cause remains unknown. Though the effluent fluid culture presented no growth, pd patients with an initially elevated wbc count with responsiveness to antibiotic therapy is evidence of a resolving peritonitis infection. In the absence of a confirmed root cause, the liberty cycler set cannot be excluded as a source or contributor to this patients adverse event. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿

Event description:
The peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius they experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient's pd registered nurse (pdrn), it was reported this patient presented to the outpatient clinic on (B)(6) 2021 with abdominal pain. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2021 presented with no growth and a significantly elevated white blood cell (wbc) count (exact value unknown). The pdrn stated the patient was diagnosed with peritonitis due to unknown etiology. The patient believed the cause of the peritonitis was from straining their abdomen while changing a car tire, but this could not be confirmed by a medical professional. The patient was not hospitalized for this event and was prescribed intraperitoneal (ip) ceftazidime at 2000 mg every day for 20 days and ip vancomycin at 1000 mg every five days for 20 days. The patient is recovering from this event and remains asymptomatic. It was confirmed, though there was no reported cause, the patient's peritonitis was not due to a deficiency or malfunction of any fresenius product(s), device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.